Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, guide cath: hyperion, stent: promus premier. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, moderately tortuous, 90% stenosed, mid right coronary artery. After pre-dilatation was performed with a non-abbott stent was deployed. As the stent was not fully dilated, the 4.0-12 mm trek nc was being used for post-dilatation; however, the balloon ruptured at 16 atmospheres when inflated for the second time. Post-dilatation was completed with another non-abbott balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.